Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2018, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the battery was showing through the skin. The patient already had a thin spot where his battery incision healed. Patient noticed battery was showing through his skin. He went to emergency room on (B)(6) and was admitted. The healthcare provider (hcp) removed the entire system. There was drainage after his initial implant and difficulty healing. No further complications were reported/anticipated.